Manufacturer narrative:
(B)(4).

Event description:
It was reported that a patient's generator slipped from under the pectoral muscle and was situated subcutaneously. The surgeon repositioned the generator to under the pectoral muscle. Non-resorbable sutures were used to secure the tie-down to the fascia during the initial implant surgery, and there was no suspected manipulation or trauma. The cause of the migration is unknown.